Event description:
Software malfunction caused a false alarm which had the pt switch controllers. The pt failed to make the connection between the drive line and back up controller causing pump stoppage which led to the patients anoxic brain injury.